Event description:
The sales representative reported on behalf of the customer that the device as-ifs1, airseal ifs, 110v, was being used during a robotic procedure on an unknown date when it was reported, ¿this airseal is only 2 months old has given the alert of :¿electronic error! Restart the device. If the error occurs again call service!¿ this had happened 3 times during a case and the machine shut off each time when this error code popped up.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information found that full insufflation had been reached. Then the device shut down multiple times during the case and there was no gradual loss of insufflation. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An evaluation of the returned device found 48 errors on module 2-92-20-a3-1a and 46 errors on module 10-35-01-00. The ribbon incorrectly connected (false contact). The unit was repaired, evaluation completed and final tested. The unit met all specifications. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be lack of regular inspections for early detection of possible malfunctions. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to press the on/off switch. The device now initializes and then runs the initial self-test. The start screen and a progress bar are depicted on the display during the initial self-test. If the initial self-test was unsuccessful, an error message and information about how to possibly remedy the problem are displayed. An acoustic warning signal is emitted. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device as-ifs1, airseal ifs, 110v, was being used during a robotic procedure on an unknown date when it was reported, ¿this airseal is only 2 months old has given the alert of :¿electronic error! Restart the device. If the error occurs again call service!¿ this had happened 3 times during a case and the machine shut off each time when this error code popped up.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information found that full insufflation had been reached. Then the device shut down multiple times during the case and there was no gradual loss of insufflation. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.